Event description:
Multiple pedi-caps had to be utilized to obtain a pedicap that would work properly. The co2 detector is changing colors prior to or as the package is opening. If the caps are already yellow, they are not able to be used during an intubation procedure that must be timely with timely confirmation of proper placement. Went through 5 pedi caps during an intubation attempt before the provider found one that didn't change colors prior to placement on the ett.